Event description:
It was reported by the customer that the device was inoperable. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement main system board. The replaced sys board will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.